Event description:
Complainant alleged that the medics were treating a patient (age and gender unknown) with vital signs absent. The clinicians analyzed the patient's heart rhythm three times and received appropriate "no shock advised" prompts during all three analyses. The patient was then transferred from the floor onto a stretcher, and the device then analyzed the patient's heart rhythm and charged energy without the analyze button being pressed. There was no indication from the complainant of any adverse effect to the patient as a result of the reported problem. Several attempts were made to obtain additional patient information. All attempts were unsuccecssful.